Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the patient presented allergic reactions 20 minutes after the treatment began using a revaclear 300. The patient presented with hypotension, shortness of breath, chest pain, and giddiness. The treatment was discontinued and the blood in the circuit was not returned to the patient. No medical intervention was provided. The patient returned home after termination of the treatment. No additional information is available.